Manufacturer narrative:
The product remains implanted and is not available for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that on the day of implant of this aortic mechanical valve, after the operation, the hemodynamics of the patient worsened. The physician observed on cine imaging that one leaflet was stuck. The physician attempted to move the stuck leaflet by pushing the leaflet with the tip of a catheter, but the leaflet would not open. The following day, the physician performed a reoperation and observed that the leaflet was not stuck. The physician noted that prior to the implant procedure, the patient had a heavily calcified annulus which was repaired with a patch. The physician stated it is possible that the patch affected the hinge of the valve during the systole phase but that the cause of the stuck leaflet could not be determined definitively. The physician decided to rotate the valve during the procedure, and the valve was left implanted. After the procedure, the patient's hemodynamics stabilized. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.